Event description:
Per the clinic, the patient experienced poor performance with device use and undesired facial nerve stimulation, which could not be resolved. The device was explanted on (B)(6) 2014; during the same surgery, the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
This report is filed november 20, 2014.

Manufacturer narrative:
(B)(4). The device is currently unavailable.